Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of post revision notes. Post revision notes state that the patient stayed in the hospital for 12 days, due to infection of wound postoperative. The patient has occurred allergy on sticking plaster, has allergy on ¿tramal¿. The patient had edema wound, without fever. The microbiological culture and analysis showed presence of granulocyte. X-ray review shows there is slight increased lateral inclination of both cups. The femoral component is intact. No areas of periprosthetic lucency. No wear of the head was noticed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It is reported by the patient's legal counsel that the patient was hospitalized due to right hip wound infection and an allergic reaction to tramal. Attempts have been made and additional information on the reported event is unavailable.